Event description:
The customer reported that the system did not perform fluoroscopy. There were problems with the images on both monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the image processor printed circuit board. The system was tested and found to be working as intended and put back in service.